Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, when the clv-s190 was turned on, an error message "emergency light failure" was displayed. E207 was identified in the investigation and the in the operation log. It was presumed that the indicated phenomenon occurred due to the failure of the emergency light. E207 is an error code that occurs when the emergency light of the light source device malfunctions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that when the power was turned on, the subject device gave the error e207 which indicated the emergency lamp had failed, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that when the power of the subject device was turned on, the subject device gave the error message "emergency light failure" and the emergency lamp indicator on the front panel blinked. Then, the user completed the intended procedure using the subject device because the examination lamp of the subject device had no problem. The user stated that only approximately two years had passed from the subject device had been delivered and the emergency lamp had been never used before. There was no report of patient injury associated with this event.